Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. No frozen screen noted. No moisture damage on electronics noted. The backlight anomaly and weak battery alarm could not be verified due to the button error alarm. The device also had a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump's backlight would stay on, he removed and reinserted the battery and received a weak battery alarm. He then changed the battery and received a button error alarm. The blood glucose at the time of the incident was 89 mg/dl. The customer stated that the keypad might have been against his body and was unsure if a button was pressed for 3 minutes or longer. Troubleshooting was not able to resolve the issue. The device was returned for analysis.